Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed. An inappropriate atrial fibrillation episode was recorded in the visible presence of p waves and ventricular undersensing was noted on the implantable cardiac monitor. Programming changes to sensitivity were to be made at a later date. The patient was stable and being monitored.